Manufacturer narrative:
The astral device logs were sent to the resmed design house for an extensive engineering investigation. Review of the device logs showed power failure events consistent with the report that the user removed the battery to turn off the device. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported unresponsive device touchscreen was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.